Event description:
(B)(6) 2015- no injury alleged. Malfunction alleged. Per staff, around the door there is water leaking. MDR filed. Additional reportable malfunction for this device; (B)(4) - hot (electrical) smell and smoke.